Event description:
It was reported that there was stimulation in the wrong location and less than 50% therapy relief at the lead location. The patient had a successful trial with paresthesia in low back and right leg. After implant the patient felt stimulation in his ribs and not in the low back. Reprogramming was attempted and the patient was never able to get paresthesia in the correct spot. They attempted a revision. They explanted a 565 lead and replaced with a 2x8 lead. When they tested on the table, the patient still did not get coverage in his low back where the patient needed and got stimulation in his ribs. Due to the continued issue, the entire system was explanted, as the doctor had discussed this plan prior to the surgery with the patient. The patient was alive with no injury at the time of this report. It was later reported that the cause of the event was not determined. It was unlikely if it was device related. The patient was now at baseline prior to implant.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).